Event description:
PICC line inserted in right brachial vein in 2002 for home infusion of parenteral nutrition. Catheter placement verified by radiology. Two weeks later, the hub of the catheter cracked. Required removal and insertion of new catheter.